Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload.four sterile samples were received. Visual analysis of the returned sample revealed that the xc200 reload (a) was received sterile with no apparent damage. The package was opened and in an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed 6 clips as intended over the suture. The clips were fully functional and conforming. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested and the following was obtained: the amount of 5 that you received is the correct number. Sorry for the confusion. The customer was unsure of the amount being returned when we originally spoke.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture clips were used. During the procedure, the coordinator stated that while trying to use the lapratys the ties would not clip closed like they would anticipate. They tried a different package from the same box and had the same experience. They opened up a new box with a different lot number and had success with that. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: package lot number of the clips? Sg2alp - please provide the applier product code and lot number? Unknown - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Customer is unsure if it was an issue with the applier. They tried a couple different appliers and didn¿t seem to solve the problem. - what suture type and size was used? Unknown - when the event occurred, was the suture placed near the hinge of the clip? Unknown - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No - was the applier checked for damaged (jaws straight and aligned)? Unknown - only applicable for mic4030 (applier - manufacturer johnson & johnson international): please confirm that all 3 instrument parts with same serial no. Was assembled and used. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unknown - device return status. Please document the shipment tracking number: awaiting return package - please provide the source or name of person providing answers to follow-up questions: information I have was provided by denise hershman (coordinator) which was information that she was given. The amount of 5 that you received is the correct number. Sorry for the confusion. The customer was unsure of the amount being returned when we originally spoke. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.